Manufacturer narrative:
Retainer : black. Customer returned the pump for alleged did not receive a low battery alert prior to the replace battery alert or replace battery now alarm that occurred on (B)(6)2021. The pump passed the self test, active current measurement, and the displacement test however, the pump was received with high sleep current. Successfully downloaded the trace/history files using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected low battery alerts or power related alarms noted during testing. A review of the history files reveals on (B)(6)2021 there were three (3) low battery alerts (06:49, 12:32, and 17:53) and five (5) failed batt test (battery failed) alarms (between 09:01 and 12:50) that occurred. No excessive or unusual power/battery related alarms noted in the history files. The pump was cut open for a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. Low battery alert prior to the replace battery alert or replace battery now alarm complaint is due to moisture damage on the electronic assembly (pcba 1 and pcba 2). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, pillowing keypad overlay, cracked battery compartment, and stained keypad overlay. Low battery alert prior to the replace battery alert or replace battery now alarm complaint is confirmed due to moisture damage on the electronic assembly (pcba 1 and pcba 2). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery or replace battery now alarm. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated the battery was not previously used. Customer stated that the battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.